Event description:
It was reported that the akreos ao60g iol did not exit the viscoject 1.8 delivery device properly due to a split cartridge during insertion. The incision was enlarged to remove the lens, and a back up lens was implanted. This report is for the pt's left eye. Please reference MDR#: 1119279-2012-00213 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for eval; therefore, product eval could not be conducted.